Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to difficulty charging and intermittent stimulation associated with the device. The patient was doing well postoperatively. The explanted ipg device was disposed by the medical facility.